Manufacturer narrative:
(B)(4). Date sent: 7/24/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 867c92 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 867c92, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic procedure, the knife moved forward but stopped moving on the way. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.